Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Delivery device, aortic cutter & proximal seal were returned. Loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Small traces of blood were visible in the delivery tube. Small traces of blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Seal was not cracked/delaminated/unrevealed. Traces of blood were observed on the seal. The safety lock of the aortic cutter was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The needle was not bent. Based on the received condition and evaluation of the device, no malfunctioned was confirmed for the hs iii proximal seal system 3.8mm.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.